Event description:
It was reported the customer received a no delivery alarm during the fill cannula process. The customer's blood glucose was 314 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. Troubleshooting could not be completed as the clinical manager will be utilizing a different infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.